Event description:
Distal tip of the guidewire fractured at the conclusion of ptca/stenting case.

Manufacturer narrative:
The following analysis has been performed on the returned product. Visual examination: the guidewire was returned coiled within a plastic bag. The guidewire was noted to be completely fractured just distal to the distal-most end of the ptfe sleeve. The coilwire was found to be fractured as well as the corewire at approximately the same location. The distal fractured guidewire segment was not returned. Dimensional examination: the guidewire outer diameter was found to be within specifications. Microscopic examination: further evaluation using scanning electron microscopy (sem) on both the corewire and coilwire fracture surfaces revealed the knife edge material formations of the fracture surface. The coilwire fracture surface revealed a ductile material break with a bend in the material adjacent to the fracture. No material neckdown or evidence of torsional overloading was noted in either the corewire or coilwire. It is suspected that the guidewire fracture was the result of a severe cyclic bending during procedure. The damage does not appear to be related to the mfg of the device.